Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose of 585 mg/dl. Symptoms that were reported at the time of the incident included going into diabetic ketoacidosis. The customer was treated for the high blood glucose via insulin pen. Troubleshooting was provided. The parent reported a bent cannula. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.